Event description:
It was reported that noise was observed on the ventricular channel. X-ray revealed no evidence of lead damage. Clavicular crush was suspected. The lead was capped and replaced. The patient condition is good.